Manufacturer narrative:
N/a

Event description:
It was reported that an oral surgeon learned after the fact that 5mm fragment of the fg-1558sl carbide bur was left in a patient's extraction socket that fully healed over in the bone with no evidence of infection in the area. The patient was concerned about getting an MRI with the fragmented piece of the bur left in the area. No patient injury nor medical intervention was reported.